Event description:
Customer states that they took a blood glucose reading of pt and received a result of 123mg/dl. The customer states 2 hours later received a result of 58mg/dl. They washed their hands and took another reading and received a 308mg/dl. 30 minutes later pt had a seizure and 911 was called. They advised them to give pt 90 units of glucagon. While pt was seizing consumer tested pt's blood glucose and received a result of 300mg/dl. The emergency medical technician's device gave a reading of 91mg/dl. Pt was taken to the hospital and given macaroni and cheese for a snack to bring up blood glucose level. Customer states that controls were in range. A request was made for the return of the suspect device was replacement product was sent.